Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The devices discarded at the facility and are not available for analysis. H.6. Codes b21 and c21: a review of the sterilization records for the devices are going to be conducted. The investigation is in process. Also were implanted: plc141000j/ 17717235 UDI# (B)(4). Pla230300j/ 17517849 UDI# (B)(4). Pla230300j/ 17872165 UDI# (B)(4). H.6. Code e2402 was used to cover : the patient presented with fever and other symptoms, and was diagnosed with stent grafts infection. Reportedly, there was no infection prior to the stent graft implantation. However, the patient was in need of periodic ureteral stent replacement and had occasional urinary tract infections. According to the physician, this may have been a contributing factor to the stent graft infection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. In (B)(6) 2023 (date unknown), the patient presented with fever and other symptoms, and was diagnosed with stent grafts infection. Reportedly, there was no infection prior to the devices' implantation. On (B)(6) 2023, all stent grafts were removed, and conversion to replacement with vascular graft was performed. The physician reportedly stated as follows: the patient was in need of the periodic ureteral stent replacement and had occasional urinary tract infections. This may have been a contributing factor to the stent graft infection.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing and sterilization records for the devices verified that the lot met all pre-release specifications. The devices discarded at the facility and are not available for analysis. Also were implanted: pla230300j/ (B)(6) UDI# (B)(4). Pla230300j/ (B)(6) UDI# (B)(4). Please note that the plc141000j/ (B)(6) UDI# (B)(4) was implanted on the left side and reported to FDA separately: manufacturer report number 3013164176-2023-01901. E2402 was used to cover: the patient presented with fever and other symptoms, and was diagnosed with stent grafts infection. Reportedly, there was no infection prior to the stent graft implantation. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with active systemic infections. Reportedly, there was no infection prior to the stent graft implantation. However, the patient was in need of periodic ureteral stent replacement and had occasional urinary tract infections. According to the physician, this may have been a contributing factor to the stent graft infection. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to endoprosthesis infection and conversion.